Event description:
The pt received the scs system including two percutaneous lead (from the same lot) on (B)(6) 2003. It was reported that on some of the pt contacts amplitude could be increased but pt did not feel stimulation. It was determined that the lead was connected to an extension and only used one port on the ipg, limiting the number of usable contacts from 8 to 4. Upon revision, the physician removed the extension and plugged the lead directly into the ipg header. The pt reported good coverage and comfortable stimulation postoperative. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.